Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer stated that the insulin pump was not working. Customer reports they received a critical pump error image on the pump screen. The customer was advised that the insulin pump needs to be replaced. The customer was also advised to discontinue use of the insulin pump and to revert to the back-up- plan per hcp instructions. The insulin pump will be returned for analysis.